Manufacturer narrative:
This medwatch is not associated with a customer complaint or reported adverse event; however, it is being filed in accordance with 21cfr part 803.53. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
Bard medical division (bmd) was notified by the bmd's rochester mfg site that during lubricity testing on the magic 3 intermittent coude catheter, three units of packaging were found to have a breach in the sterile barrier. The reported product is sold sterile. On (B)(6) 2015, it was confirmed that this lot released into distribution.